Event description:
Additional information later received indicated that the reporter stated he "thought that the hcp did a catheter revision and was sure that the patient was doing fine at this time".

Manufacturer narrative:
Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2014-01703. (B)(4).

Event description:
It was reported difficulty aspirating fluid and injecting fluid through the cap. During a dye study the hcp was unable to aspirate from the cap. The hcp decided to try and inject dye and the hcp could not ¿push anything at all through¿ the cap. They checked the tubing and needle and found no problems. Per the reporter they were checking to see if the catheter was kinked and the patient was supine. It was reviewed to use a different cap kit or change the positioning of the patient. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient experienced inadequate pain control related to the event. The catheter was kinked and the pump was flipped. Surgical revision was done on (B)(6) 2014. The pump was repositioned. As of the date of this report, the patient had a post-op infection and was currently under treatment. The device system was delivering morphine sulfate.

Event description:
Additional information received confirmed the health care provider (hcp) did have difficulty inserting dye when they were doing the patient's dye study. It was confirmed the patient had a catheter revision. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).